Manufacturer narrative:
The reported complaint was confirmed. The field service representative (fsr) confirmed the reported complaint. The roller pump was not moving when turned on and displayed 'underspeed', 'pump jam' and 'service pump' messages. The roller pump was replaced. The unit operated to the manufacturer's specifications. During laboratory analysis, the product surveillance technician (pst) observed the pump to not move and to display ¿overcurrent¿ and ¿pump jam¿ messages when powered on. He inspected the internal components and found the c16 electrical component on the pump module to show evidence of overheating. He removed the pump module from a lab use only (luo) pump and placed it into the customer pump. The pump functioned as it should, demonstrating that the pump module with the damaged component was the root cause of the issue. The product will be sent to service to be brought to manufacturer¿s specifications before being returned to the customer. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during priming of the device for a cardiopulmonary bypass (cpb) procedure, the roller pump was not rotating and displayed a 'service pump' message. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.